Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a: through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant, reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that arctic sun device was not cooling and failed calibration error 80 (water check time out - unable to reach calibration temperature). Chiller temperature (t4) was 10c and mixing pump command (mpc) was 100 percentage. Functional check verified failed mixing pump.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed mixing pump. Chiller temperature (t4) was 10c and mixing pump command (mpc) was 100 percentage. Functional check verified failed mixing pump. All good faith attempts have been made to obtain additional information. The outcome of the repair cannot be determined at this time. In the event that information regarding the outcome of the repair and the status of the device is received, this record will be reopened to update the investigation. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The labelling review is not required as the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: f,h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that arctic sun device was not cooling and failed calibration error 80 (water check time out - unable to reach calibration temperature). Chiller temperature (t4) was 10c and mixing pump command (mpc) was 100 percentage. Functional check verified failed mixing pump.